Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the connecting tube coating peeling was due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope image guide tube had been bitten. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the connecting tube had a dent, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to damage the angulation lever did not move smoothly, and because the channel tube was crushed the forceps could not be inserted and the tube cleaning brush could not be inserted.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.